Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracoscopic wedge resection lobectomy procedure, that while firing on lung tissue, on the fourth firing with a green reload tissue was cut but no staples were deployed. Another linear stapler was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55m38. The analysis results that one pcee60a device was returned with no visual non-conformances and with a gst60d cartridge reload present. The cartridge was received fully fired and with the pan damaged. This damage in the pan is consistent with the cartridge being clamped over a hard object. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.